Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed and failed while in use on a patient. No patient harm was reported.

Manufacturer narrative:
Patient information has been requested, but was not provided by the reporter. The facility biomedical engineer reported multiple error codes were found in the device history log. The presence of certain error codes indicates that an spi bus failure occurred. Philips field service was declined by the customer. The device was not returned for investigation. The facility biomedical engineer reseated the cables to address this finding. The device successfully passed performance specification testing.